Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Additional information provided: physician removed prineo 7 days after operation the wound was closed "completely", 4-5 days after that patient came to hospital for follow up and physical therapy. During the physical therapy there is a wound dehiscence in subcutaneous at distal, no suture find when look into the wound. Fascia use sxpp1a203 by continuous suture, and use vicryl by interrupted suture. Subcuticular use sxmp1b108 by continuous suture. Subcutaneous fat use vicryl by "interrupted" suture. Skin use prineo patient is female, about 160 cm height, and weight 70 kg. Note: events reported on: mw# 2210968-2023-05910, mw# 2210968-2023-05911, mw# 2210968-2023-05912, mw# 2210968-2023-07075. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: h6 component code: g07002 - device not returned. Additional information: doctor use sxpp1a203 for joint capsule, vicryl for subcutaneous fat, sxmp1b108 for subcuticular and clr222us for skin. Did the patient experience an adverse event such as infection, non-union, allergic reaction, osteoporosis, overloading, pain, degenerative diseases, bleeding or oozing? Unknown. Did the patient require revision surgery or hardware removal? Unknown. Patient status/ outcome / consequences? Yes. Patient consequence description/was there a clinical outcome experienced by the patient (infection, inflammation, etc.)? Wound dehiscence. Was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: unknown, is the patient part of a clinical study? Unknown. Additional information has been requested however not received. If further details are received at a later date a supplemental medwatch will be sent. Was the dehiscence only in the sxmp1b108 for subcuticular or with other layers too ? On what tissue was the suture used/location of suture placement? What tissue dehisced? What was the tissue condition (normal, thin, calcified, fragile, diseased)? How was the suture placed (interrupted or continuous)? How was the suture tied (square knot or multiple knots one end)? Onset date/time of dehiscence? (# post op days) how was the dehiscence managed? Please describe any surgical intervention required for the wound dehiscence including date and findings. Please describe the appearance of the suture during the second procedure. Were there any precipitating stress factors for the sutures untying, breakage or pulling out of the tissue? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement and during any re-operation? Note: events reported on: mw# 2210968-2023-05910 , mw# 2210968-2023-05911, mw# 2210968-2023-05912. No product available for return. This is a combination product, and the event has been reviewed for both the suture and the triclosan. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ 2360 g/m. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent a total knee arthroplasty on an unknown date and barbed suture was used. Found wound dehiscence in subcuticular layer after 1 month when patient came to physical therapy. Additional information has been requested.